Manufacturer narrative:
Additional/changed and/or corrected data : d.6b.

Event description:
Patient reported " that the right breast is ruptured and is feeling pain, stitches, pressure, and stings." Device has been explanted. Treatment with medication. Date and type not specified.

Event description:
Patient reported " that the right breast is ruptured and is feeling pain, stitches, pressure, and stings." Device has been explanted. Treatment with medication. Date and type not specified.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "that the right breast is ruptured. And is feeling pain. Stitches pressure, and stings". Device has been explanted. Treatment with medication. Date and type not specified.